Event description:
The customer reported that the tidal volume was not delivering properly. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm. The patient's information could not be disclosed.

Manufacturer narrative:
Date rec'd by MFR: 18oct2019. Date of report: 21oct2019. Additional information was received that the customer's complaint of "tidal volume not delivering properly" could not be duplicated. No error codes were found in the ventilator's diagnostic report. The fse (field service engineer) could not identify any issues with this unit. The ventilator successfully passed est (extended self-test) and sst (short self-test) during evaluation, so no service was rendered. The ventilator was returned to the customer in full working condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019. The international fse (field service engineer) evaluated the ventilator and confirmed that it failed the sensor and system test during est (extended self test). The fse reset the esys (exhalation system) cartridge and the diaphragm. The ventilator successfully passed the est and sst (short self test) after the repair was completed. No parts were replaced so no parts are expected to be returned for failure investigation.

Event description:
The customer reported that the tidal volume was not delivering properly. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm. The patient's information could not be disclosed.